Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician ran impedance check and there were high impedance values. It is unknown if there are any factors that may have led or contributed to the issue, unknown if any actions were taken and unknown if the issue resolved. It is unknown if surgical intervention is planned. The rep is seeing the patient with the provider on (B)(6). Additional information was received from a manufacturer representative (rep) on 2020-jul-28 reporting that impedances were only high at contact #9 with an impedance value in the 35k ohms range.